Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regard to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 05-06mm amplatzer duct occluder ii was used to treat patent ductus arteriosus (pda), using a non-abbott delivery system. During deployment, it was noted that the device deformed to a cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed, and the procedure was aborted. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.